Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer dealer reported the vela ventilator was alarming ventilator inoperable (vent inop) and motor fault upon power up of the device. The customer reported no patient involvement or allegation of patient harm.